Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a few issues recently in shops. A few months prior the patient nearly passed out in a store when they were in the lighting department. On that occasion the patient felt normal again after 30-40 minutes. The day prior to the report the patient was in the store again and they felt a little weird, and when they moved up to the register they nearly passed out again. They sat down. It was noted that there was a magnet at the register. They also reported an occasion of going through security at the airport they felt faint. No further complications were reported or anticipated.